Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was hot to the touch after charging for approximately 40 minutes. Reportedly, customer continued to use the pump for insulin therapy. Customer's blood glucose level was 120-145 mg/dl.